Event description:
Livanova (formally sorin) released updated ifus for cleaning and maintenance of their 3t heater-cooler device due to concerns of ntm outbreak risks. The device has been noted to have a "dead leg" from visual inspection that increases the risk of contamination due to stagnant water. Multiple attempts have been completed to get in contact with the MFR to remedy this risk in design, and to get recommendations for microbiologic testing.